Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the event. The same day the patient began treatment with intraperitoneal (ip) injection of vancomycin (250 mg three times a day) and ip injection of ceftazidime (500 mg, three times a day) for peritonitis. At the time of this report the patient remained hospitalized, antibiotic therapy was ongoing and the patient was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Five days prior to the receipt of this report, the patient was discharged from the hospital. The patient continues to recover from the event. Should additional relevant information become available, a supplemental report will be submitted.